Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the head of the device detached. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9811 batch number 66400188 was received for investigation. Functional testing was not conducted due to damage in the probe face. Burn was observed on the tip. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue; the cause is attributed to the supplier process. Refer to ncr-20813.

Event description:
It was reported that during a rotator cuff surgery the head of the device detached. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 17-jan-2023 nen: further information revealed that the broken pieces were retrieved from patient.